Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, the doctor was performing a diagnostic bronchoscopy with biopsy when the button on the disposable suction valve stuck down. The button was pushed many times but it stayed stuck. The surgeon could not get a clear view through the scope so he aborted the procedure. The procedure was rescheduled and completed the next day. (B)(4).